Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of seroma - late and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "spontaneous swelling that was punctured and found to be caused by bial-alcl."

Event description:
Healthcare professional reported via regulatory agency a patient with spontaneous swelling. Ultrasound guided puncture showed swelling "found to be caused by bia-alcl; early stage 1a." Pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The implant and capsules were removed. Pet-CT scan performed which was normal. Patient will not have secondary treatment, but will be monitored for several years. Affected side is left.